Manufacturer narrative:
The product was not returned for analysis. Results from the product history record indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 10/24/2007 and 10/29/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A technician reported a patient had blurred reading vision following intraocular lens (iol) implant surgery. Additional information has been requested.